Event description:
It was reported that the generator was replaced due to end of life on (B)(6) 2013. The generator was received for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has experienced more frequent seizures and more forgetful since last visit. The physician increased the patient's medications. The notes on (B)(6) 2013 note that the patient has only experienced one seizure since the last visit. It was reported that the cause of the increase in seizures was due to the generator being at eri - yes. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi condition. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.